Event description:
Philips received a complaint by the customer on the v60, indicating that the device intermittently displayed a blank screen. It was reported that there was no patient involvement at the time the issue was discovered. The customer reported an intermittent black screen to the remote service engineer (rse). The authorized service provider (asp) engineer was dispatched onsite to evaluate and repair the device. Upon arrival, the asp engineer confirmed the reported issue and found that the user interface (ui) printed circuit board assembly (pcba) was faulty. The asp engineer therefore replaced the ui pcba and verified that the issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened. Although requested, the defective parts were not received at this time. A supplemental report will be submitted if the part is received and evaluated.

Manufacturer narrative:
E1: (B)(6).